Manufacturer narrative:
Additional information: section d9: device available for evaluation: no section h3: device evaluated by manufacturer: no device evaluation: no suspect product was received; however, a video was provided by the customer. The customer provided video was evaluated by a post market safety surveillance officer. It can be observed a crack like mark in the lens para-central optical portion. It could not be determined at what implantation stage the lens suffered the damage. Per the location of the mark a potential impact to patient visual function in the event the lens remains implanted cannot be ruled out; however the potential clinical impact as well as the root cause cannot be determined from a video/ picture assessment. No further issues were identified and no further evaluation was performed. Conclusion: the complaint issue lens damaged was identified during the video evaluation. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non preloaded intraocular lens (iol) was inserted and it was noticed after implantation there was a defect in the center of the optic of the lens. It was stated that the defect was not due to the pushrod overriding the optic. No other information is available.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.